Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00737.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00737. It was reported the patient experienced a loss of paresthesia coverage. X-rays were taken and it was discovered that the leads had migrated down 2 levels. As a result, the leads were replaced on (B)(6) 2019. Therapy has been restored.